Event description:
The user facility reported that during a percutaneous coronary intervention (pci) on a 63-year-old male presenting with st-elevation myocardial infarction (stemi), air was injected into the patient. The user facility staff noted that there were two micro-bubbles of air located in the distal left anterior descending artery (lad). The air was observed midway into the procedure, after 22 images had been taken and after ballooning. The patient had hypotension, evidence of myocardial infarction, and cardiac biomarker elevation. It was reported that the patient remained hemodynamically stable.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. A clinical evaluation of the cine-angiograms will be included in a follow-up report. The acist cvi consumable kits used during the event were returned to acist for evaluation. Functional testing was completed on the consumable kits and the consumable kits passed the testing. There was no evidence of device malfunction of the consumables related to the reported event. Review of the device history record was completed on november 4, 2022, for the following cvi consumable kit lots used during the event: acist manifold kit, model bt2000, lot 06722f; acist hand controller kit, model at-x65, lot 16722l; acist syringe kit, model a2000, lot 10322g. This review confirmed that there were no quality issues during the manufacture of these lots related to the reported event.

Manufacturer narrative:
The acist angiographic injection system, model cvi, injector serial number (B)(6) was returned on november 16, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. A clinical evaluation was completed on november 19, 2022 by the acist medical advisory board member and is as follows: the films show an angio on a patient that has sternal wires suggesting previous coronary artery bypass graft (CABG). If CABG was previously performed, the grafts were not able to be directly injected. The native vessel angio shows a severe mid left anterior descending (lad) lesion. Balloon angio and stenting was performed with good result. The report describes two small bubbles injected after balloon inflation on run #22. On run #22 there is some angiographic lucency around the lesion due to the presence of the balloon in the artery at the time of the angio, but an air injection was not observed. If air was injected and not recorded on these runs, the patient appears to have tolerated it well, as is typical with a small amount of air injected. This report is closed.